Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) and the lead were explanted on (B)(6) 2014 the devices were stated to have been explanted because the patient was no longer receiving any therapeutic effect, stimulation sensation, or pain relief. Additional information received reported that after the devices were implanted, the patient¿s ¿tingling¿ had remained present, but the patient still had pain. It was noted that ¿it just was not working for him.¿